Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was dropped and the patient line separated from the cartridge. There was no impact to the user's blood glucose level. The user would load a new cartridge.